Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose level. Customer stated that she was stabilizing and the blood glucose went up to 500mg/dl. Customer¿s blood glucose at time of incident was 412 mg/dl and current blood glucose level was 407 mg/dl. Customer stated she experienced a low reservoir warning after her first reading of 120mg/dl. Customer change her set. Customer stated the blood glucose levels were beginning to show signs of not being stable at lunch yesterday. Customer stated the issue started when her bg were 220mg/dl. Customer stated she had 3u of active insulin remaining in her body. Insulin pump will not be returned fro analysis.